Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a failure of the device to charge it's internal battery was observed. The device's power management board was replaced to address the issue.